Manufacturer narrative:
(B)(4). Report source: germany. Concomitant medical product: 20-8020-100-26-rosa recon platform. (Serial# (B)(6)). Unknown stryker 8 machine-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product was discarded by hospital.

Event description:
It was reported during an initial knee procedure, the surgeon placed the pins for the navitracker into the tibia. Subsequently, the 80mm pin broke off in the process. The pin was completely removed from the tibia. A competitor machine with quick-release fastener was used to place the pin. No patient harm or impact. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The pictures provided display the broken cas fix pin, confirming the reported event. Physical and technical evaluation was not performed as device was not available for evaluation. Review of the DHR identified no deviation and/or anomalies related to the reported complaint event. The root cause of the broken pin could not be determined with the information available. Possible contributing factors are excessive force and/or off-angle application during insertion/removal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.